Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section e3, h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the incoming inspection found neither foreign material within the biopsy channel nor evidence of tissue discharge from the distal end. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection was completed and found that the distal end, channel opening and the biopsy port opening were free of residue and foreign material. Additionally, the biopsy and suction channels were clear of debris during insertion of the olympus brush (bw20t) down the channel. The insertion tube and distal end cover both had cosmetic dents and scratches. The bending section cover glue, the objective lens and the cover glue were cracked. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera iii colonovideoscope to olympus due to a report of tissue ejected from the distal end of the scope. Upon inspection and testing of the returned device, it was observed that a foreign material remained on the insertion section of the device. There was no harm or user injury reported due to the event.